Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient's infusion set's tubing was disconnected from the infusion set and the patient did not insert the infusion set. Patient's blood glucose level was about 400 mg/dl at the time of this event. The patient did not notice any damage to the infusion sets when the package was first opened. Moreover, the infusion set was replaced and insulin was resumed successfully. No further information available.